Manufacturer narrative:
The driver was repaired on site by replacing the 9-volt battery that powers the main buzzer. The companion 2 driver then passed the system check. This failure mode poses a low risk to a patient because the issue was observed during initial system check and the driver was not supporting a patient. In addition, this failure mode would not prevent the companion 2 driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
This companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver did not pass the initial system check three times. The customer sent the patient data file (alarm history) to syncardia for review. Review of the patient data file revealed that the system check failure was caused by the 9-volt battery voltage being below acceptable limits. The 9-volt battery provides power to the driver's main buzzer. The main buzzer is the "loss of power" alarm that sounds if the companion 2 driver loses all power. Further review of the patient file (alarm history) revealed that the inability file (alarm history) revealed that the inability of the companion 2 driver to pass the system checks performed by the customer were also caused by the issue with the 9-volt battery.